Event description:
The customer called and reported the insulin pump alarmed motor error. The insulin pump had been donated to patient, who was advised she would have to go through donation process before insulin pump could be replaced. Customer was transferred.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.